Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and air was drawn in due to hemostatic valve failure. Immediately after the vizigo short was inserted into the patient¿s body, air was being withdrawn continuously due to hemostatic valve failure, however, the hemostatic valve itself was not damaged. There was no error code and the. The issue was resolved by replacing the sheath with another new one. After that, the procedure was completed with no problems. There was no patient consequence.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000417 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).